Event description:
It was reported that the external pulse generator had a broken case and broken connectors. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and atrial output connector was broken. It was also noted that the side bail covers and battery drawer were broken, the battery contacts were compressed, the ring was bent, the encoder flex was damaged, and the display was out of electrical specification. (B)(4).